Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "¿suture keep snapping off the needle.¿ please clarify. Did the needle pulled off the suture during the procedure or did the suture broke during the procedure? How was case completed? Procedure name and date? Was the needle removed from the patient during the same procedure? Are there any photos? Patient's condition? A manufacturing record evaluation was performed for the finished device lot pgb763, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture kept snapping off the needle. There were no adverse patient consequences reported. Additional information was requested.